Manufacturer narrative:
(B)(4). Customer contact indicated that this device is no longer available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) one intermate that stopped flowing during patient infusion. Per the customer, there was patient injury/medical intervention, however, no details were provided. No additional details are available at this time

Manufacturer narrative:
(B)(4). Follow-up with the customer revealed that there was patient involvement, but no patient injury or medical intervention. The device was filled with a solution of piperacillin/tazobactam. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.